Event description:
During a tavr procedure, using the subclavian approach, a 29mm sapien xt valve and delivery system got stuck in the subclavian artery while advancing, following valve alignment. After several hours of attempting to free the delivery system the subclavian and the aorta ¿broke¿ causing the patient to exsanguinate. The patient¿s subclavian artery measured 9mm in diameter and was mildly calcified with no tortuosity.

Manufacturer narrative:
According to the instructions for use (IFU), cardiovascular complications, including perforation or dissection of vessels which may require intervention, are potential adverse events associated with the transcatheter aortic valve replacement procedure. The thv physician training manuals instruct on procedural considerations for sheath insertion with regards to proper screening critical to reducing vascular complications. The training manual instructs the operator on proper sheath insertion and withdrawal techniques, including pre-dilating the vessel with the edwards dilators. It also notes that calcification may reduce lumen diameter and limit or prevent passage of the devices. In this case it is unclear what prevented the delivery system from advancing in the subclavian artery. The rupture of the subclavian and aortic arteries likely occurred due to the manipulations of delivery system during the attempts to free it. No malfunction of the device was alleged or suspected. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time.